Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. The blood glucose reading was 121 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.